Event description:
The customer stated that as a result of hypoglycemia he fell and had to be treated by paramedics. The customer's blood glucose reading at the time of the phone call was 221 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.